Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer boots to medtronic logo screen. Analysis also found the programmer is not able to load software using the network port. It was noted the upper case is contaminated.

Event description:
It was reported the programmer always displays medtronic logo. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.